Manufacturer narrative:
Initial reporter unavailable from the site at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The power cable was not properly connected to the supply board. This was causing noise and intermittent voltage drops possibly damaging the supply board. The supply board was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the generator on the image acquisition system (ias) went out. This was discovered while turning the system on.

Manufacturer narrative:
The supply board was returned to the manufacturer for analysis. Analysis found that when the board was installed in a test system, the system booted and readied. Cal gains and motion calibration were performed without issue. Both 2d and 3d images were taken and were successful. Passed visual inspection. No problem found. If information is provided in the future, a supplemental report will be issued.